Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the complete investigation results. This is a final report as further investigations have been completed. Simulation test with a factory-retained sample: assuming that the contralateral approach was performed in this procedure, a simulation test was conducted on a simulated lower extremity vascular model using factory-retained glidewire advantage and 4fr angiographic catheters. The load on the glidewire advantage was gradually increased by combining the angle of the common iliac artery in the simulated lower extremity vascular model, the position of the angiographic catheter and the load on the glidewire advantage (load 1-4). The glidewire advantage was inserted into the left superficial femoral artery (sfa) so that the distal end could be located near the popliteal artery. Details of loads 1-4 are as follows: (described in the order of angle (radius of curvature) of the common iliac artery, position of the distal end of the angiographic catheter and direction of torque load) load 1: radius of curvature 17.5 mm, distal side from the apex of the common iliac artery, clockwise only load 2: radius of curvature 10 mm, distal side from the apex of the common iliac artery, clockwise only load 3: radius of curvature 10 mm, proximal side from the apex of the common iliac artery, clockwise only load 4: radius of curvature 10 mm, proximal side from the apex of the common iliac artery, alternating clockwise and counterclockwise as a result of applying torque load to the glidewire advantage under the above conditions, the fracture was observed only with load 4. As a result of inspecting the fractured part of glidewire advantage, the following was observed: the fractured position was near approximately 270 mm from the distal end. As a result of inspecting the fractured surface with an electron microscope, a radial pattern was observed. The pattern on the fractured surface was similar to that on the actual device. Based on the investigation results, as one of the possibilities, it was thought that metal fatigue accumulated, which led to fracture since a situation such as load 4 in the simulation test occurred. However, since the details at the time of use or vascular running conditions were unknown, it was not possible to clarify exactly when it was fractured or the degree of load applied to the actual device. Ashitaka factory is committed to maintaining product quality through the following controls. In the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly such as abrasions in appearance. After the product assembling process, the outer diameter is measured on 100% basis to ensure that there is no anomaly in it. The instructions for use (IFU) of this product indicates as follows: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy." "Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide investigation results. Appearance confirmation (visual inspection, microscope): the returned device was only 1 advantage. It had been fractured at approximately 267 mm from the distal end. No anomaly was found in appearance in other parts. Confirmation of the fractured part (electron microscope): a radial pattern was observed on the fractured surface on the distal side and that on the proximal side. Dimensions: the outer diameters of the hydrophilic-coated and the ptfe-coated parts: they met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing history and shipping inspection records. No similar event was found in the past complaint file. Simulation test in the past: as a result of applying a continuous torque load while the wire was curved, the wire was fractured and a radial pattern was observed on the cross section.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: ir lab tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The investigation of the product with the included product code/lot # had no anomaly in the manufacturing record and the shipping inspection record. No other similar report was found in the previous complaint file. Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical received the following information: a doctor was performing a peripheral angiography procedure and repairing a lesion that was proximal to the popliteal artery. The physician advanced the terumo glidewire advantage 0.035-inch (gwa 035) guidewire to the lesion, and it was getting "stuck." The physician attempted to pull it back and advance it again. When the wire was pulled back, it was noted to have broken in half. The broken piece was removed from the sheath, and scissors were used to cut down the sheath and guide catheter to remove the remainder of the wire. All products were removed. The patient was stable post-procedure. The physician used a 4 french (4f) sheath and a 4 french (4f) corids uf catheter for the procedure, followed by the terumo glidewire advantage 0.035-inch guidewire. The event occurred intra-operatively. Additional information was received on 12 sep 2025: an updated product code of ga3502 was given. The wire broke while inside the patient. The blood loss was less than 250cc. Patient is stable and has been discharged. The sample is contaminated by infectious agents.